Event description:
It was reported that a catheter issue occurred. The target lesion was located in the left main descending (lad) artery. An opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, after placement of a synergy xd in the ostial circumflex artery (cx), a synergy megatron was deployed in the left main to lad. During proximal balloon edge dilation of the megatron stent, the expanded diameter was approximately 2 mm, and due to the acute angle of the cx, the opticross was inadvertently pulled became stuck within the cx stent. The opticross could neither be advanced nor withdrawn. Initially, a microcatheter was advanced over the device and pushed forward, but it could not be freed. The drive shaft cable was then removed, and a non-boston scientific guide extension catheter was advanced over it, however, there was no improvement. The entrapment was eventually resolved by advancing the guide extension catheter with a wire inserted. The procedure was completed with the original devices. There were no patient complications. It was noted that the synergy xd had been under expanded.